Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was not aware that the omnipod insulin pump was not inserted properly during the time of the event. The insulin pump had come off the patient´s body, and the insulin was leaking out and administering insulin outside of the patient´s body. The patient started vomiting and at that point there were no readings on the cgm. There was no bg taken. The sensor stopped working before the medical intervention occurred and it contributed to the hospitalization as the patient was not receiving cgm readings to monitor the blood glucose. The patient's child called emergency medical services (ems) and they took a bg reading which was high. The patient was diagnosed with diabetic ketoacidosis (dka) and taken to the hospital. There they treated the patient with IV insulin. At the time of the report the patient was stable, feeling fine and recovering. During the time of the report, the patient was still hospitalized and expected to be discharged on 11/26/2024. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.